Manufacturer narrative:
The device was evaluated and as stated in section b5; inspection found the bending section of the device was broken (broken skeleton) with metal protruding. The root cause of the damage bending section could not be conclusively identified. Based on investigation, the reported issue probable cause could be due to physical stress, deformation or due to damage or deterioration of parts. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during inspection, the subject device had a broken skeleton on the bending section (metal protruding). There was no patient involvement in this reported event.